Manufacturer narrative:
H3: the work order was completed and the system service was updated and that hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis found in sw- analysis determined this was a known software issue that is tracked in a medtronic database. The "stealthapplication' license was installed 2 times and then uninstalled. Finally the application was installed a 3rd time. No errors found there. But 'syslog' captured few 'lightdm' warnings. Looks like the application and the licenses were installed correctly. But there was some ubuntu display manager and gtk issues, which actually provides support for the gui. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355 , version #software version: 2.0.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Codes b01, c19 and d14 are applicable. The ssd was returned and analyzed. The complaint was verified. When attempting to login to stealthuser, it gave a black screen and looped back to the login screen. Codes b01, c13 and d02 are applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was¿updated the to the (B)(4) and manufacturer representative attempted the data transfer from the old ssd to the new and installed (B)(4) application they could not login as a user on the software. They would log in and not have access to any of the licenses and the screen would just be black. It would boot them back to the login screen. No patient involved. It was reported that the most likely cause of the issue was suspected to be due to a bad ssd. It was noted that the issue was resolved by replacing it back with the old ssd.